Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres (atm) for 30 seconds. However, during the second inflation at 14 atm for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).